Event description:
The user facility reported that the very distal tip came off the runthrough ns during the case. The doctor was working in the rca and the tip broke off and was believed to be in the pda. The cardiologist did not feel that it would move and was comfortable leaving the tip there and as he angioplasty the area. The md fixed the lesion and the patient was doing well. The patient's condition was stable and the case was completed successfully. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. Additional information was received on 19jan2021. It was confirmed that the broken piece is still in the patient's body. Fluoroscopy at end of case was performed to ensure the broken wire was not moving through the patient's body.